Event description:
Related manufacturer reference number: 3006705815-2023-05914. It was reported that patient experienced ineffective stimulation and the device was unable to enter MRI mode. Lead diagnostics showed that impedances across the leads had high impedances > 3000 ohms. No falls or trauma were reported. Surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.